Event description:
Event description removal difficulties. Neuroguard (stent delivery catheter, as the stent was successfully deployed, and the difficulties were upon delivery catheter removal) would not come out of co-pilot, doctor removed co-pilot with device leaving wire in and reattaching co-pilot. Procedure went good till removing neuroguard from sheath/ co-pilot. The device was pulling out like normal till near the rapid exchange wire port. The co-pilot was held wide open, but the neuroguard would not come out. The physician had to remove the co-pilot from the sheath and remove the neuroguard over the wire and replace the co-pilot onto the sheath over the wire. The device was safely removed from the patient, and the procedure was completed after removal. No patient complications have been reported as a result of this event. Investigation: device discarded, no investigation device possible. Per the IFU, the neuroguard should be used with a rotating hemostatic valve. (The co pilot manufactured by abbott vascular, is not a rotating hemostatic valve, instead is a spring loaded compression hemostatic valve.) Suspected primary cause: the most probable contributing factor is the use of a co-pilot hemostatic valve, which can interfere with the neuroguard product 's outer member. Conclusions the neuroguard product was used with a non rotating hemostatic valve, contrary to the IFU, this led to the reported removal difficulties. Based on the available information, there is no evidence of a device malfunction.